Manufacturer narrative:
The customer reported that their central nurse's station (cns) is showing a "port 1 hdd error". Nk ts walked the customer through the process of re-seating the secondary hard drive, which caused the cns to shutdown on its own. When the customer tried to bring the software back up, the cns was started displaying a "os could not be found" error message. No patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is showing a "port 1 hdd error".

Event description:
The customer reported that their central nurse's station (cns) is showing a "port 1 hdd error".

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with pu-621ra(main unit for cns-6201); sn-(B)(6) from patient monitoring: the unit is showing port 1 hdd error on the cns software investigation summary: the root cause of the issue was determined to be degraded hard drives. The overall risk of this event, taking into consideration of severity and probability, is "high".hha has been completed for the cns-6201a hard drives failure. CAPA (B)(4) was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA.